Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 or (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) or an unspecified bard/davol ventralight st (device #2). The patient is making a claim for an adverse patient outcome against the bard/davol ventralex st (device #1) or ventralight st (device #2). The attorney alleges patient experienced emotional distress and the device was defective.